Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, thorough evaluation of the lead was performed. Visual inspection revealed that the lead was severed into two segments, likely to have been induced during explant procedure. Further visual observation noted no anomalies that could have caused dislodgement. Laboratory analysis could not confirm the reported clinical observation.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. A revision procedure was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.